Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s sleep/wake button was unresponsive during training and the condition resolved after the user placed the pump on the charger, with blood glucose unaffected. Symptoms included no clinical effects. Outcomes included no impact on glycemic control, no alarms, and no need for medical care. Investigation included user troubleshooting and education during the call. Investigation of this case revealed a transient user interface malfunction of the sleep/wake control that cleared with power stabilization while charging, suggesting no persistent hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a temporary device state recoverable by charging.